Event description:
The pump was returned for investigation. Investigation revealed a button response issue with evidence of contamination under key contacts. This report is made based on results of investigation completed on (B)(4) 2014. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis (B)(4) 2014 with the following findings: during investigation, all the keypad buttons were intermittently unresponsive. Evidence of contamination was found under all key contacts. The up arrow and ok keypad button symbols were worn, which has no effect on insulin delivery. (B)(6).